Event description:
A physician reported one suspected delayed aneurysm rupture and the patient expired. No further information was available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).